Event description:
Reporter stated that patient's blood glucose was measured, on the advantage system, with a result of 348 mg/dl. Less than 10 minutes later, patient's blood glucose was reportedly retested on a clinic's device with a result of 106 mg/dl. Reporter indicated that no treatment was received. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.